Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 10.7-11.5cm from the distal tip, consistent with lead friction to another device. External and internal insulation abrasion was noted at 24.8-26.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 8.7-10.0cm from the distal tip, consistent with lead friction with another device. The etfe coating was abraded at this location. This is consistent with the reported field event of oversensing.

Event description:
It was reported that during a lead revision due to oversensing on the right ventricular lead, externalized conductors were noted. The lead was explanted and replaced.